Manufacturer narrative:
(B)(4).

Event description:
It was reported that low high voltage lead impedance was observed. Review of the fluoroscopy showed no anomalies. The lead was capped and replaced.

Event description:
New information received noted patient condition was fine after the lead was capped and replaced.